Manufacturer narrative:
A functional check with a mating trial head confirmed the complaint. The root cause is attributed to misuse and/or heavy usage; the ring appears to be bent. Review of the as400 found this lot was placed into domestic distribution in 2006. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The ring on the trial neck is damaged and causes the trial heads to stick on the neck trial.